Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guidewire loaded to an introducer needle was returned for evaluation. Gross visual, microscopic evaluation and functional testing were performed on the returned device. A portion of the guidewire was noted to be stretched with slight uncoiling. A kink was noted on the distal portion of the guidewire. The flat core wire was noted within the uncoiled portion of the guidewire. A granular termination was noted on the core wire. The round core wire was noted within the coiled portion of the guidewire for further evaluation. The termination of the round core wire was observed to be granular. An attempt to remove the j-tip guidewire from the introducer needle was performed and was successful. Resistance was felt during attempt. Therefore, the investigation is confirmed for the reported physical resistance, material twisted and the identified stretched, deformation due to compressive stress, fracture, material separation as the guidewire was uncoiled, kinked and the flat and round core wires were exposed. However, the investigation is inconclusive for the reported difficult to remove issue as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire allegedly felt resistance and stuck when tried to remove. It was further reported that the guidewire had some coiling. There was no reported patient injury.